Event description:
Additional information was received on (B)(6) 2013 when it was reported that the patient was implanted on (B)(6) 2013 with a model 103 generator, serial number (B)(4) and that all is well with the patient's nerve now.

Event description:
On (B)(4) 2013 it was reported that the surgeon implanted a vns in the patient and the impedance value was high at 7000ohms. Following surgery, the nurse checked them in recovery and the impedance had gone down to 910ohms. On (B)(4) 2013 it was reported that the patient was seen again that day and the impedance value was within normal limits of 1331ohms. They felt that the high impedance readings prior to this were due to the nerve swelling after surgery and the decided to program the patient on. Additional information has been requested but no further information has been received to date.

Event description:
The site thought the cause for the high impedance was due to a swollen nerve; however if the nerve was swollen it would be making good contact with the electrode and thus resulting in good diagnostics.

Manufacturer narrative:
Product problem, type of reportable event; corrected data: inadvertently reported the event as a serious injury when it should have been reported as a malfunction.